Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose. The customer states their blood glucose level was over 600mg/dl. The customer states they do not feel safe using the device. The customer declined to troubleshoot at this time, for high blood glucose level and the hospitalization. The customer's device is being returned for analysis and being replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.